Manufacturer narrative:
D2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings date of event provided in section b3 is an approximation, was not provided by consumer. This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported one (1) confirmed and thirty-three (33) unconfirmed false positive results with the ID now covid-19 2.0 test kit for multiple patients performed in the month of (B)(6) 2023 on a nasopharyngeal sample. This MFR. Report addresses unconfirmed false positive result and is test thirty-one (31) of thirty-four (34). Although requested, no additional patient information, including treatment and outcome, was provided.